Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that shortly after the implant procedure, defibrillation testing was performed on this implantable cardioverter defibrillator (ICD). During testing, undersensing was noted and a delay in therapy was confirmed. This device was reprogrammed for optimization. No adverse patient effects were reported.